Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose. Her blood glucose was 448 mg/dl and she was developing ketones. The customer was at work and changed her infusion set twice and her blood glucose kept increasing, so ems came to pick her up. At the hospital the customer was treated with an insulin drip. She left the hospital against the hospital's wishes and after speaking to her health care professional. The customer mentioned that she was also hospitalized years ago. Troubleshooting was declined since the infusion set that the customer was currently using was functional well. No products were returned and two replacement reservoirs and infusion sets were shipped to the customer.